Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's legal representative reported, left-side "rupture of allergan breast implants has caused me a rare disease, "still's disease" and, as a consequence of this, injuries with multiple pathologies of a serious nature". The device status is unknown. The report of ¿still¿s disease¿ has been deemed as not device related.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2022-24104, is a duplicate or mrn 9617229-2022-01561 and 9617229-2022-01562. Please see mrn 9617229-2022-01561 and mrn 9617229-2022-01562 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2022-24104, is a duplicate or mrn 9617229-2022-01561 and 9617229-2022-01562. Please see mrn 9617229-2022-01561 and mrn 9617229-2022-01562 for reportable events.